Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rotation of the fixed helix left ventricular (lv) lead did not result in rotation of the helix itself. The lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.